Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Upon visually inspecting the product, a small particles was observed inside the syringe. Using magnification the particle was identified to be polypropylene. A device history review was performed for reported lot 1904240, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. We perform inspections and clearly defined cleaning procedures after production of each lot. Conclusion: while we could not identify a direct issue, it was determined the particle likely generated during the transport of product within the manufacturing equipment, attaching to the product as seen in the device reported. Manufacturing personnel have been made aware of the experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, "as part of aseptic manufacturing, two bd plastipak disposable syringes attracted attention with 20 ml luer-lock, in which inside are small foreign bodies."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, "as part of aseptic manufacturing, two bd plastipak disposable syringes attracted attention with 20 ml luer-lock, in which inside are small foreign bodies."